Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for investigation. The returned sample was visually analyzed using unaided vision and it was found that the needle hub has been broken. The entire needle has been broken off. The needle shield was returned along with the syringe and needle hub and it found that the portion of the needle hub which was broken off along with the needle were in the needle shield. A force appears to have been applied to the hub causing the needle hub to break. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a needle break occurred with a bd¿ blunt fill needle. The following information was provided by the initial reporter, "blunt needle placed onto 30ml bd syringe and water aspirated ready to add to antibiotic vial, on placing needle through rubber stopper needle snapped at the base where the syringe attaches. Nurse said minimal force applied."

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred with a bd¿ blunt fill needle. The following information was provided by the initial reporter, "blunt needle placed onto 30ml bd syringe and water aspirated ready to add to antibiotic vial, on placing needle through rubber stopper needle snapped at the base where the syringe attaches. Nurse said minimal force applied."